Manufacturer narrative:
A united states customer contacted a siemens customer care center and reported cuvette failed photometric quality control check errors from the dimension exl 200 instrument. The customer changed the diaphragm, cleaned cuvette windows, and ran a system check, which passed. The reagent 2 (r2) probe and sample probes were also replaced. There was no issue with quality control recovery. The customer repeated the samples that were run earlier in the day and observed differences in results. As a result, the customer sent the affected samples to an alternate facility for testing. A siemens customer service engineer (cse) was dispatched to the customer's site. During this visit, the cse observed that the system check failed for reagent 2 (r2) and the r2 arm was intermittently losing steps. Therefore, the cse replaced the sample transducer, r2 tubing, and r2 arm. Then, the cse aligned and primed the probes. No additional issues have been reported post instrument service. Siemens determined that instrument related issues potentially contributed to the different and discordant results. The instrument is performing according to specifications. No further evaluation of this device is required.

Event description:
Different sodium (na), potassium (k), enzymatic carbonate (eco2), calcium (ca), glucose (gluc) and total bilirubin (tbi) results were obtained on a patient sample on a dimension exl 200 instrument. The initial results were reported to the physician(s). The correct results for this sample are unknown. Additionally, falsely elevated eco2 results were obtained on 3 other patient samples on the same instrument. It is unknown whether these results were reported to the physician(s). The samples were repeated on the same instrument and sent to an alternate laboratory for testing. The repeat results for these samples recovered lower. The repeat results were reported, as the correct results, to the physician(s). There are no known reports of adverse health consequences due to this event.